Event description:
During the procedure; the ultipaq coil (fsr10020820/f41152) failed to detach despite pressing the detach button for several times. Therefore; the physician decided to remove it from the patient. No patient injury was reported.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. Therefore no correction is taken.